Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a blank display before and after a battery change and that the display screen is frozen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 108 mg/dl at the time of incident. Troubleshooting was done for display however, the screen did not return and the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display and constant tone; the problem is isolated to mother board. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.